Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: surgeon was working with a new surgical tech and the rep is doing an inservice to go over the proper resetting of the device. The analysis found that the pse45a device was received with an ecr45g cartridge loaded on the device. The returned cartridge was received partially fired 2/3 consistent with an incomplete or interrupted cycle. In addition the cartridge deck was found damaged where the firing stopped. In order to verify the condition of the internal components of the reload it was disassembled and the reload was noted to have the deck and drivers damaged. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is clamped over a hard object and fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. Furthermore the manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a video assisted lobectomy procedure the surgeon had fired the first device for nine firings and on the tenth firing the device jammed and did not fire, it was then difficult to open. They then used a second device and on the first firing the same thing occurred. They were able to remove both devices off of the lung tissue by using the manual over ride lever. They then used a third device and completed the procedure. The reload selection that was used is unknown. There was no bleeding reported or any patient consequence. There was a new tech resetting the device for each reload.